Event description:
Related manufacturer report number: 2017865-2023-04242, 2017865-2023-04246. It was reported that the patient exhibited infective endocarditis. The pacemaker was explanted. Further information was requested, but not yet available.